Event description:
It was reported that the male luer tips of an unspecified quantity of clearlink system continu-flo solution sets were breaking which resulted in a leak. There was also leaking that occurred at the y-site. This was observed in the chemotherapy suite during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.